Event description:
It was reported that the explanted device was discarded.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially indicated by the surgeon that the pt's system mode diagnostics results gave high lead impedance. No manipulation or trauma was reported. Pt's device was turned off. X-rays were received and reviewed. Quality of x-rays was poor and no obvious lead discontinuities or acute angles were observed in the portions of the lead body that could be visualized.

Event description:
Further follow-up revealed that the patient underwent device replacement. No additional relevant information has been received to date.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
Clinic notes were later received showing the patient stated his vns was explanted due to keloid scarring and vocal cord paralysis. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem; corrected data: "the patient's vns was explanted but not replaced." This information was inadvertently reported incorrectly on supplemental #01 MFR. Report. Event problem codes, patient codes; corrected data: this information was inadvertently left off of supplemental #03 MFR. Report.

Event description:
The patient's vns was explanted but not replaced. The patient has recently been referred for vns re-implant, but he has not decided whether he would like to pursue due to the keloid scarring, vocal cord paralysis, and voice alteration he experienced. No known vns re-implant has occurred to date.

Event description:
It was reported that the patient had a full vns system implanted. No additional implant information will be reported unless it is relevant to the previously reported events.